Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to this issue. There was no information provided on whether the customer's blood glucose level exceeded 500 mg/dl. The pump malfunction was identified as a software error, with a resettable malfunction code. The customer could not complete the pump reset due to a lack of available charging supplies and planned to call back for assistance. Customer technical support provided reset information and kept the case open to follow up with the customer.